Manufacturer narrative:
The reported events of failure to interrogate and failure to capture were not confirmed. Visual inspection found no anomaly on the helix and the length was within specification. Further analysis performed, including output verification found no anomaly contributing to reported event of capture problem with the device able to be interrogated successfully with merlin programmer without loss of telemetry. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The reported events of failure to interrogate and failure to capture were not confirmed. Visual inspection found no anomaly on the helix and the length was within specification. Further analysis performed, including output verification found no anomaly contributing to reported event of capture problem with the device able to be interrogated successfully with merlin programmer without loss of telemetry. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that a right ventricular leadless pacemaker (lp) exhibited constant loss of telemetry during initial implant. Troubleshooting was done, but telemetry was still only intermittent. Tests done showed that all other electrical measurements were satisfactory. More troubleshooting was done to fix telemetry, but physician noticed that the device was failing to capture and decided the replace it. Patient was discharged with no consequences.